Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient thinks her back incision site is infected. The patient's doctor prescribed them clindamycin. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that to resolve the infection the patient took the antibiotic levaquin. The infection seemed to have resolved. The cause of the event was not determined. No further complications were reported or anticipated.